Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states separated barrel and plunger/ bent plunger and broken plunger cap. The returned syringe was examined and exhibited the plunger rod bent and separated from the barrel and a crushed plunger cap. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9252577. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod separates, plunger rod bent and plunger cap broken on lot # 9252577. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger rod separates, plunger rod bent and plunger cap broken) was captured and addressed. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: visual inspection of the picture found (1) syringe with the plunger rod outside of the barrel. The plunger rod looks bowed, and the cap was still attached. The cap that is attached to the plunger rod has damage (pinched and torn). Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger separated from the bd insulin syringe with the bd ultra-fine¿ needle barrel before use, and the plunger cap was also found broken. The following information was provided by the initial reporter: "separated barrel and plunger/ bent plunger and broken plunger cap. Syringe barrel and plunger were separated and they were in two different poly bag. The plunger was bent and plunger cap was broken."